Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, when the doctor was using the drill for the distal femoral hall, the drill was blocked in the femoral canal and when he pulled it off, the tip of the drill wasn't on the drill anymore, remaining in the femoral canal.